Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device stopped working halfway through the procedure. Completed procedure with a like device successfully. Patient is fine. There was no patient consequence.